Manufacturer narrative:
Device history was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The reported event of inadequate capture could not be confirmed. Visual inspection showed that the helix length was within specification. Further analysis was performed including output verification showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. After mapping and placing the lp in the target location, once the device was transitioned to tether mode the capture threshold immediately increased. The physician waited a few minutes with no change. It was decided to unscrew and remove the device, where tissue was noted on the tip. The device was exchanged, and the procedure concluded successfully. There were no patient consequences.